Event description:
The customer contacted terumo bct customer support regarding possible hemolysis at the beginning of a therapeutic plasma exchange (tpe) procedure on a spectra optia device. Early in the procedure the device alarmed ¿automated interface management (aim) system detected rbc near top of connector¿. The operator noted that the plasma appeared ¿clear yellow¿, and there were no red blood cells (rbc) in the plasma line. Clinical support advised the operator to disable the aim alarm and proceed with the run. However, the alarm persisted despite the plasma remaining yellow in color. Red cells started to come out the plasma line and into the waste bag and the run was paused. Subsequently, clinical support instructed the operator to inform the attending physician that the plasma coming from the centrifuge in the set appeared hemolyzed and red. The representative also recommended initiating a saline drip until further direction was given from the physician. The attending hematologist stated that the hemolysis was not due to customer disease state or medication. The operator reported that the catheter was functioning properly. The physician suggested ordering a complete blood count (cbc), hepatic panel, and a renal status. The operator later discovered they entered the wrong hematocrit value initially. It was reported that the operator corrected the hematocrit to 44 and restarted the procedure however, the same aim alarm was triggered, and hemolysis was again observed in the set. It was reported that 0.9% normal saline (ns), anticoagulant citrate dextrose (acda), and 5% albumin was correctly attached during the procedure and there was no clotting in the channel or channel lines. A custom prime was not performed. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: manufacture and expiry date are not available at this time. A review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process; a follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information in h.4, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. "In total, two run data files spanning two separate tpe procedures were reviewed and summarized above. Analysis shows across both procedures there was a total of 8 occurrences of rbc detector alarms likely triggered by the presence of rbc¿s in the plasma line: ¿cells were detected in plasma line from centrifuge¿ (x4) and ¿system continued to detect cells in plasma line from centrifuge¿(x4). In tpe, the system generates these alarms when the rbc detector signals indicate a value greater than 1.5, indicating a darker than expected plasma was detected in the plasma line. The alarm may occur for various reasons including small air bubble(s) at the rbc detector, the entered patient hematocrit was too low leading to a high interface and spill over, or a shift in the patient fluid balance caused the actual patient hematocrit to increase leading to a spill over. In response to this alarm, it is suggested to increase the patient hct by 3% points for up to 9% points. In this case, in the first procedure the operator increased the hct to 24% for a short time before decreasing back to 22%. In the second procedure, the operator increased the hct to 25% at roughly 4 minutes into the procedure and maintained it here for the rest of the procedure. In tpe, the system will use the input patient data to control the position of the interface. If the input patient hct is lower than actual, the system will run the plasma pump faster assuming there is more plasma to remove, causing the cell interface to rise in the channel connector. It is possible the entered patient hct needed to be increased further and kept at the higher value to maintain the interface at the correct height. Review of the associated aim images shows the cell interface reached the top of the channel connector on both of these procedures. The alarm ¿aim system saw red blood cells near top of connector¿ was raised a total of 8 times across both procedures. The operator disabled the aim system from this alarm screen. When the aim system is disabled, images will not be captured or analyzed by the system, therefore review of the aim images only applies to the aim system being enabled. In tpe, the aim system is in automatic mode by default. In this mode, it constantly monitors the position of the interface and the thickness of the buffy coat. The system will rely on the aim system to determine the position of the interface and the thickness of the buffy coat. As a result, alarms may occur if adjustments need to be made to the patient hct. From available images, it was determined that the cell interface was too high in the channel connector and this alarm was raised correctly. A high interface in the channel connector may occur if the patient hct entered was too low, or a shift in the patient fluid balance caused the actual patient hct to increase. If this alarm occurs, the operator should confirm a high interface position by observing through the viewport. If there is no severe clumping observed in the channel connector, the operator should increase the hct by 3 percentage points before touching retry to resume the procedure. If the alarm recurs, consider increasing the hct by 3 more percentage points for up to 9 total percentage points changed. The operator can confirm the interface is lowering through the viewport. Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct customer support regarding possible hemolysis at the beginning of a therapeutic plasma exchange (tpe) procedure on a spectra optia device. Early in the procedure the device alarmed ¿automated interface management (aim) system detected rbc near top of connector¿. The operator noted that the plasma appeared ¿clear yellow¿, and there were no red blood cells (rbc) in the plasma line. Clinical support advised the operator to disable the aim alarm and proceed with the run. However, the alarm persisted despite the plasma remaining yellow in color. Red cells started to come out the plasma line and into the waste bag and the run was paused. Subsequently, clinical support instructed the operator to inform the attending physician that the plasma coming from the centrifuge in the set appeared hemolyzed and red. The representative also recommended initiating a saline drip until further direction was given from the physician. The attending hematologist stated that the hemolysis was not due to customer disease state or medication. The operator reported that the catheter was functioning properly. The physician suggested ordering a complete blood count (cbc), hepatic panel, and a renal status. The operator later discovered they entered the wrong hematocrit value initially. It was reported that the operator corrected the hematocrit to 44 and restarted the procedure however, the same aim alarm was triggered, and hemolysis was again observed in the set. It was reported that 0.9% normal saline (ns), anticoagulant citrate dextrose (acda), and 5% albumin was correctly attached during the procedure and there was no clotting in the channel or channel lines. A custom prime was not performed. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. "In total, two run data files spanning two separate tpe procedures were reviewed and summarized above. Analysis shows across both procedures there was a total of 8 occurrences of rbc detector alarms likely triggered by the presence of rbc¿s in the plasma line: ¿cells were detected in plasma line from centrifuge¿ (x4) and ¿system continued to detect cells in plasma line from centrifuge¿(x4). In tpe, the system generates these alarms when the rbc detector signals indicate a value greater than 1.5, indicating a darker than expected plasma was detected in the plasma line. The alarm may occur for various reasons including small air bubble(s) at the rbc detector, the entered patient hematocrit was too low leading to a high interface and spill over, or a shift in the patient fluid balance caused the actual patient hematocrit to increase leading to a spill over. In response to this alarm, it is suggested to increase the patient hct by 3% points for up to 9% points. In this case, in the first procedure the operator increased the hct to 24% for a short time before decreasing back to 22%. In the second procedure, the operator increased the hct to 25% at roughly 4 minutes into the procedure and maintained it here for the rest of the procedure. In tpe, the system will use the input patient data to control the position of the interface. If the input patient hct is lower than actual, the system will run the plasma pump faster assuming there is more plasma to remove, causing the cell interface to rise in the channel connector. It is possible the entered patient hct needed to be increased further and kept at the higher value to maintain the interface at the correct height. Review of the associated aim images shows the cell interface reached the top of the channel connector on both of these procedures. The alarm ¿aim system saw red blood cells near top of connector¿ was raised a total of 8 times across both procedures. The operator disabled the aim system from this alarm screen. When the aim system is disabled, images will not be captured or analyzed by the system, therefore review of the aim images only applies to the aim system being enabled. In tpe, the aim system is in automatic mode by default. In this mode, it constantly monitors the position of the interface and the thickness of the buffy coat. The system will rely on the aim system to determine the position of the interface and the thickness of the buffy coat. As a result, alarms may occur if adjustments need to be made to the patient hct. From available images, it was determined that the cell interface was too high in the channel connector and this alarm was raised correctly. A high interface in the channel connector may occur if the patient hct entered was too low, or a shift in the patient fluid balance caused the actual patient hct to increase. If this alarm occurs, the operator should confirm a high interface position by observing through the viewport. If there is no severe clumping observed in the channel connector, the operator should increase the hct by 3 percentage points before touching retry to resume the procedure. If the alarm recurs, consider increasing the hct by 3 more percentage points for up to 9 total percentage points changed. The operator can confirm the interface is lowering through the viewport. A disposable complaint history search was performed for this lot and found zero (0) other reports for similar issues on this lot. Investigation is in process, a follow-up report will be provided.

Event description:
The customer contacted terumo bct customer support regarding possible hemolysis at the beginning of a therapeutic plasma exchange (tpe) procedure on a spectra optia device. Early in the procedure the device alarmed ¿automated interface management (aim) system detected rbc near top of connector¿. The operator noted that the plasma appeared ¿clear yellow¿, and there were no red blood cells (rbc) in the plasma line. A photograph of the interface was submitted to clinical support and the plasma confirmed to be clear yellow. The red cells were not in the plasma line. Clinical support advised the operator to disable the aim alarm and proceed with the run. However, the alarm persisted despite the plasma remaining yellow in color. Red cells started to come out the plasma line and into the waste bag and the run was paused. Subsequently, clinical support instructed the operator to inform the attending physician that the plasma coming from the centrifuge in the set appeared hemolyzed and red. The representative also recommended initiating a saline drip until further direction was given from the physician. The attending hematologist stated that the hemolysis was not due to customer disease state or medication. The operator reported that the catheter was functioning properly. The physician suggested ordering a complete blood count (cbc), hepatic panel, and a renal status. The operator later discovered they entered the wrong hematocrit value initially. It was reported that the operator corrected the hematocrit to 44 and restarted the procedure however, the same aim alarm was triggered, and hemolysis was again observed in the set. It was reported that 0.9% normal saline (ns), anticoagulant citrate dextrose (acda), and 5% albumin was correctly attached during the procedure and there was no clotting in the channel or channel lines. A custom prime was not performed. After hemolysis was observed in the cassette the medical staff were unable to confirm that the hemolysis was due to disease state, other treatment or medication. The hematologist stated it is usually a mechanical or catheter issue. The operator said there was no issue with the catheter and it worked fine. The physician suggested cbc, hepatic panel and renal status. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Event description:
The customer contacted terumo bct customer support regarding possible hemolysis at the beginning of a therapeutic plasma exchange (tpe) procedure on a spectra optia device. Early in the procedure the device alarmed ¿automated interface management (aim) system detected rbc near top of connector¿. The operator noted that the plasma appeared ¿clear yellow¿, and there were no red blood cells (rbc) in the plasma line. A photograph of the interface was submitted to clinical support and the plasma confirmed to be clear yellow. The red cells were not in the plasma line. Clinical support advised the operator to disable the aim alarm and proceed with the run. However, the alarm persisted despite the plasma remaining yellow in color. Red cells started to come out the plasma line and into the waste bag and the run was paused. Subsequently, clinical support instructed the operator to inform the attending physician that the plasma coming from the centrifuge in the set appeared hemolyzed and red. The representative also recommended initiating a saline drip until further direction was given from the physician. The attending hematologist stated that the hemolysis was not due to customer disease state or medication. The operator reported that the catheter was functioning properly. The physician suggested ordering a complete blood count (cbc), hepatic panel, and a renal status. The procedure was discontinued. The operator later discovered they entered the wrong hematocrit value initially. It was reported that the operator corrected the hematocrit to 44 and restarted the procedure however, the same aim alarm was triggered, and hemolysis was again observed in the set. It was reported that 0.9% normal saline (ns), anticoagulant citrate dextrose (acda), and 5% albumin was correctly attached during the procedure and there was no clotting in the channel or channel lines. A custom prime was not performed. After hemolysis was observed in the cassette the medical staff were unable to confirm that the hemolysis was due to disease state, other treatment or medication. The hematologist stated it is usually a mechanical or catheter issue. The operator said there was no issue with the catheter and it worked fine. The physician suggested cbc, hepatic panel and renal status. The patient was reported as stable. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, h.6 and h.11. Investigation: a review of the device history record (DHR) for this lot showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. "In total, two run data files spanning two separate tpe procedures were reviewed and summarized above. Analysis shows across both procedures there was a total of 8 occurrences of rbc detector alarms likely triggered by the presence of rbc¿s in the plasma line: ¿cells were detected in plasma line from centrifuge¿ (x4) and ¿system continued to detect cells in plasma line from centrifuge¿(x4). In tpe, the system generates these alarms when the rbc detector signals indicate a value greater than 1.5, indicating a darker than expected plasma was detected in the plasma line. The alarm may occur for various reasons including small air bubble(s) at the rbc detector, the entered patient hematocrit was too low leading to a high interface and spill over, or a shift in the patient fluid balance caused the actual patient hematocrit to increase leading to a spill over. In response to this alarm, it is suggested to increase the patient hct by 3% points for up to 9% points. In this case, in the first procedure the operator increased the hct to 24% for a short time before decreasing back to 22%. In the second procedure, the operator increased the hct to 25% at roughly 4 minutes into the procedure and maintained it here for the rest of the procedure. In tpe, the system will use the input patient data to control the position of the interface. If the input patient hct is lower than actual, the system will run the plasma pump faster assuming there is more plasma to remove, causing the cell interface to rise in the channel connector. It is possible the entered patient hct needed to be increased further and kept at the higher value to maintain the interface at the correct height. Review of the associated aim images shows the cell interface reached the top of the channel connector on both of these procedures. The alarm ¿aim system saw red blood cells near top of connector¿ was raised a total of 8 times across both procedures. The operator disabled the aim system from this alarm screen. When the aim system is disabled, images will not be captured or analyzed by the system, therefore review of the aim images only applies to the aim system being enabled. In tpe, the aim system is in automatic mode by default. In this mode, it constantly monitors the position of the interface and the thickness of the buffy coat. The system will rely on the aim system to determine the position of the interface and the thickness of the buffy coat. As a result, alarms may occur if adjustments need to be made to the patient hct. From available images, it was determined that the cell interface was too high in the channel connector and this alarm was raised correctly. A high interface in the channel connector may occur if the patient hct entered was too low, or a shift in the patient fluid balance caused the actual patient hct to increase. If this alarm occurs, the operator should confirm a high interface position by observing through the viewport. If there is no severe clumping observed in the channel connector, the operator should increase the hct by 3 percentage points before touching retry to resume the procedure. If the alarm recurs, consider increasing the hct by 3 more percentage points for up to 9 total percentage points changed. The operator can confirm the interface is lowering through the viewport. A disposable complaint history search was performed for this lot and found zero (0) other reports for similar issues on this lot. Root cause: a root cause assessment was performed for this complaint. It was not possible to determine if there was hemolysis present from the d-log analysis only. For this the customer would need to follow their protocols for testing for hemolysis. From the d-log analysis it looks like a high interface likely was the culprit of the alarm. Based on the available information a definitive root cause for the reported hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. Patient's medication and/or medical treatment. Kinked inlet line resulting in rbcs exposed to pressure drop in inlet line. Return needle inner diameter not compatible with return line resulting in rbcs exposed to pressure drop. Inlet pressure sensor (ips) incorrectly measures pressure in inlet line due to component deterioration damage or sensor calibration.